Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: surgical removal and femoral artery repair to achieve hemostasis. It was reported that a technician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the suture was deployed the device became stuck in the groin. The technician unsuccessfully cycled the lever, trying to open and close the foot; however, the device could not be removed from the anatomy. A cut down procedure was performed to remove the proglide device and hemostasis was surgically achieved. Once the device was outside of the anatomy it was found that a "flap" of intima of the artery was caught on the foot. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.